Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an unspecified quantity of homechoice cassettes could not be disconnected from the female connector of the minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient was given prophylactic treatment with vancomycin and gentamycin, intraperitoneally. No additional information is available.